Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of regarding the reported event is currently underway. Medical records review: the patient with a history of deep vein thrombosis and pulmonary embolism was found to have complete thrombosis of the inferior vena cava (ivc) below the level of an existing infrarenal vena cava filter; therefore, placement of a new filter was indicated. A right pelvic venogram and inferior venacavagram demonstrated extensive partially occlusive thrombus throughout the iliac vein and ivc and a small amount of thrombus in and above the existing filter. A new filter was advanced through the delivery sheath and deployed in the suprarenal ivc. Thrombectomy was then performed in the infrarenal ivc, followed by retrieval of the infrarenal filter. Thrombectomy was again performed in the ivc, bilateral iliac veins, and bilateral common femoral veins. It was noted that the suprarenal filter was moderately tilted; therefore, the filter was snared, retracted into the sheath and redeployed in the suprarenal ivc. The patient tolerated the procedure well. Approximately one year three moths post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was found occluded; therefore, access was gained to the left internal jugular vein. A venogram was performed demonstrating no clot in the ivc or around the filter. The hook was snared and the filter was successfully retrieved. A completion venogram demonstrated patency of the ivc with no vena cava injury identified. The filter was visually inspected and noted to be intact. Hemostasis was achieved and the patient was in satisfactory condition at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had thrombosis of the vena cava with clot extending above an infrarenal vena cava filter; therefore, the patient was scheduled for placement of a vena cava filter in the suprarenal vena cava prior to a thrombectomy procedure. The right internal jugular vein was accessed and a vena cava filter was successfully deployed and a thrombectomy procedure was performed. Upon completion, the infrarenal filter was retrieved. Completion venogram demonstrated the suprarenal filter in a tilted position. Therefore, the filter was snared and redeployed. The patient tolerated the procedure well. Approximately one year three months post filter deployment, the filter was successfully retrieved. There was no reported patient injury.

Event description:
It was reported that the patient had thrombosis of the vena cava with clot extending above an infrarenal vena cava filter; therefore, the patient was scheduled for placement of a vena cava filter in the suprarenal vena cava prior to a thrombectomy procedure. The right internal jugular vein was accessed and a vena cava filter was successfully deployed and a thrombectomy procedure was performed. Upon completion, the infrarenal filter was retrieved. Completion venogram demonstrated the suprarenal filter in a tilted position. Therefore, the filter was snared and redeployed. The patient tolerated the procedure well. Approximately one year three months post filter deployment, the filter was successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computed tomography (CT) revealed that the filter has migrated to the inferior vena cava in the intrahepatic portion and it was slightly tilted. Therefore, the investigation is confirmed for alleged filter tilt and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiry date: 03/2017), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. A vena cava filter was successfully deployed suprarenal. Following removal of the infrarenal filter and two thrombectomy attempts, the suprarenal filter was noted to be moderately tilted. Therefore, the investigation is confirmed for a tilted filter. Per the provided medical records, two thrombectomy attempts and the retrieval of the infrarenal filter occurred after the denali filter was deployed. Any of the three procedure could have contributed to the filter tilting in the patient. However, the definitive root cause is unknown. Additionally, per the medical records the tilted filter was repositioned. Per the IFU, "if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter." Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt are known complications of vena cava filters. - filter malposition - filter tilt precautions: - if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter.

Event description:
It was reported that the patient had thrombosis of the vena cava with clot extending above an infrarenal vena cava filter; therefore, the patient was scheduled for placement of a vena cava filter in the suprarenal vena cava prior to a thrombectomy procedure. The right internal jugular vein was accessed and a vena cava filter was successfully deployed and a thrombectomy procedure was performed. Upon completion, the infrarenal filter was retrieved. Completion venogram demonstrated the suprarenal filter in a tilted position. Therefore, the filter was snared and redeployed. The patient tolerated the procedure well. Approximately one year three months post filter deployment, the filter was successfully retrieved. There was no reported patient injury.